Event description:
Md requested a vacuum extraction to assist in delivering the newborn head during a cesarean section. Rn peeled back the sterile package in order for the md to grasp the handle and pull the product out of the package. Upon pulling it out of the package, the spring loaded device in the handle popped off. Vacuum was not used on the pt. Vacuum, all pieces, and packaging were saved. (B)(4).